Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. It was noted that this rv lead is implanted with a non-boston scientific implantable cardioverter defibrillator (ICD), which, was recently implanted. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.